Manufacturer narrative:
The investigation is ongoing. H3 other text : device remains implanted.

Event description:
As reported by the field specialist, during the transfemoral transcatheter aortic valve replacement (tavr) procedure of a 26 mm sapien 3 ultra valve, the valve embolized into the aorta during valve deployment. The valve was retrieved with the commander delivery system balloon and subsequently deployed in the descending aorta. It was decided to abort the procedure with a plan to perform a tavr in the future using an alternative approach. It was noted that the patient had a challenging tortuous anatomy. Additional information was provided revealing that once the native valve was crossed, the valve was noted to be "off the delivery system balloon a bit" due to the tortuous aorta. An attempt was made to deploy the valve instead of withdrawing the system. It was noted that navigating through the anatomy was a challenge due to the sharp kinks in the aorta, but ultimately there were no issues crossing the native valve.

Manufacturer narrative:
A supplemental MDR is being submitted to include additional information. This is one of two manufacturer reports being submitted for this case. Please reference manufacturer report no: 2015691-2023-14171 for the details and investigation related to the delivery system event.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it was deployed in the descending aorta. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Imagery of the patient's anatomy was provided. Review of the patient's anatomy revealed the patient had a tortuous anatomy. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU, device embolization is a potential risk associated with the use of the valve, delivery system, and/or accessories. Additionally, the IFU/training manuals states for thv deployment to ensure the valve is between the valve alignment markers. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for valve embolizing into the aorta was unable to be confirmed. There was no allegation or indication of a device malfunction contributing to this adverse event. A review of the IFU/training materials revealed no deficiencies. As reported "during the transfemoral transcatheter aortic valve replacement (tavr) procedure of a 26 mm sapien 3 ultra valve, the valve embolized into the aorta during valve deployment and the valve was noted to be off the delivery system balloon a bit due to the tortuous aorta. An attempt was made to deploy the valve instead of withdrawing the system." In addition, "it was noted that navigating through the anatomy was a challenge due to the sharp kinks in the aorta, but ultimately there were no issues crossing the native valve. It was noticed that the pusher appeared to be "under the valve"." Per imagery review, the patient had a tortuous anatomy for valve alignment. In addition, the pusher (flex tip) was described to be under the valve, which indicates valve diving with valve alignment difficulty or improper valve alignment. Per the training manual, "diving may be observed between the thv and the flex catheter tip during valve alignment." In this case, valve diving could lead to valve movement on balloon toward aorta while pulling back the pusher (flex tip). Subsequently, further balloon inflation or valve deployment could push the deployed valve toward the aorta, resulting in valve embolization into the aorta as reported. In this case, available information suggests that procedural factors (improper valve alignment) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.